Event description:
The customer contact reported that the device powered off by itself without sounding an audible alarm tone. At an unspecified time, the device was programmed to deliver levophed 4 mg/250 ml, and the delivery was started. No further programming parameters were provided. At an unspecified time, the nurse noticed a decrease in the pt's blood pressure. No specific values were provided. At that time, the nurse noted the device had powered off by itself. The device was removed from clinical svc. Therapy was resumed using a replacement device. After an unspecified length of time, the customer contact reported the pt recovered. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.